Manufacturer narrative:
The sureform 60 blue reload involved in this event was received for failure analysis investigations. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. Common causes of the failure mode "exposed component reloads" are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. The reload was found to have a firing failure. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. Failure analysis investigations of the received sureform 60 stapler (first stapler used this procedure) instrument confirmed but did not replicate the customer reported event. The instrument was found to have a firing failure, tissue too thick, based on log review. Not determinable/applicable cause. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument used during this event was received for evaluation; the reported event could not be replicated or confirmed. Visual inspection found no damage at the instrument wrist assembly. During testing of the instrument, no issues were found. This instrument was used to perform test reload fires; no issues were observed. No damage or lodged components were observed within the I-beam assembly or stapler jaws. The investigation is unable to confirm or replicate the reported event.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A return material authorization (RMA) was issued, but intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. System and stapler logs: logs show part number 480460-09, lot number l15230330-0628 was installed on the system two times and fired two reloads (one green, followed by one blue). On the first install, the firing was completed with no pauses for compression. On install two, the first clamp was completed successfully at timestamp: on (B)(6), 2023 13:39:57. At timestamp: on (B)(6), 2023 13:40:13 pm msc logs show the emergency stop button was pressed by the user. When the e-stop button is pressed during an event, it can cause the event not to be recorded in the dsp logs. However, per the tool table, 2 firings were initiated. The manual release knob (mrk) was not detected on the stapler and the user unclamped robotically. The instrument was removed and not used again in the procedure. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a blue reload and the target tissue was pushed. This fire was the fourth of fifth fire of the procedure. The surgeon pressed the emergency stop button, then unclamped the stapler and removed it. A hole in this staple line was observed. The surgeon installed another sureform 60 stapler, grabbed the hole caused by the tissue push with an unspecified grasper instrument, then fired two green reloads to continue the sleeve and resolve the tissue push. The surgeon returned to the hole caused by the tissue push and sutured it with v-lock sutures. The surgeon performed two leak tests (endoscope and air test) on the stomach with negative results.